Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The devices were not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology due to the a2p2 flail. The increased mr was a result of case-specific circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. On (B)(6) 2016, a 30 day follow up echocardiogram was performed, which found that the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). The mr returned to 3-4. On (B)(6) 2016, a second mitraclip procedure was performed. Two clips were implanted on each side of the slda clip for stabilization, reducing the mr to 1. The patient was confirmed to be stable. No additional information was provided.